Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The stopcock was found open, with a syringe attached to the unit, and the balloon was not inflated. The sealant and advancer tube were not returned in manufacturing position nor returned for this evaluation. Additionally, no catheter sheath introducer (csi) was returned for this evaluation. The functional could not be executed due to a leakage condition observed during the inflation attempt. A microscopic analysis from the balloon¿s surface was executed and it was noticed that a tear was present on the device¿s balloon, impeding the completion of a functional analysis for this evaluation. Based on the information provided, the condition of the returned device and the investigation performed, the reported failure as balloon ~ balloon loss of pressure at prep was confirmed, due to the conditions observed on the balloon. A tear was identified on the balloon surface. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. The device will be returned for evaluation.